Event description:
The reporter has reported experiencing a series of concerning symptoms each time they have used suresmile aligners. The symptoms include sore throat, dry throat, stuffy nose, chest pain, body aches, difficulty breathing, joint pain (describing it similar to arthritis). Reporter states that symptoms occured consistently after using each of the 9 aligners. They expressed that they may be having an allergic reaction to the aligners. Recently, the reporter sought medical attention at urgent care and consulted their primary care physician due to the severity of the symptoms. After stopping the use of the aligners for a few days, the reporter reported feeling back to normal and is no longer experiencing any of the previously mentioned symptoms. Ref reports: mw5162410, mw5162411, mw5162412, mw5162413, mw5162414, mw5162415, mw5162416, mw5162418.